Event description:
It was reported that bd plastipak¿ leur lok syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: none sample nor picture have been received for investigation. DHR of lots 1705351p/ 1710352/1802353 has been reviewed finding an annotation related to the alleged defect. We can confirm no changes have been done in raw materials neither in manufacturing process that could be related to the alleged defect. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Secondary packaging: 1 box per pallet. 2.functional inspection printing: once in the first pallet and once in last pallet of the lot plus once per day. Assembly: once in the first pallet and once in last pallet of the lot plus once per day. Catalog number 300223 is a non-sterile format. On checking microbiological and periodic environmental control tests performed according to procedure pgc-08.06, bacillus kyonggiensis or tepidiphilus margaritifer have never been observed. With the info available, since no changes have been done in manufacturing processes and bacillus kyonggiensis or tepidiphilus margaritifer have never been found in historic environmental control tests, the probable root cause could be related to sterilization method used by customer.

Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1705351p; medical device expiration date: 2022-04-30; device manufacture date: 2017-04-28. Medical device lot #: 1710352; medical device expiration date: 2022-09-30; device manufacture date: 2017-10-03. Medical device lot #: 1802353; medical device expiration date: 2023-01-31; device manufacture date: 2018-02-01. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ leur lok syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.